Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Block h6: problem code 2907 captures the reportable event of handle cannula detachment. Block h10: visual inspection found the returned device was cut at the proximal section. Additionally, the handle cannula was found detached from the handle and was moved inside the coil. In order to inspect the handle cannula, the coil was removed. Both dimples from the screws were visible at proximal section of the handle cannula and drag marks were present from dimples towards the proximal end, as the handle cannula had been forcibly pulled out from the set screws. The handle label was removed exposing the set screws which were found to be present in the handle assembly. The basket wires and tip did not present any visual damage or abnormalities. Moreover, the tip is still attached to the basket wires assembly. The distal screw and proximal screw depth were measured, and both were found within specification. Based on all available information, the investigation concluded that procedural and anatomical factors encountered during the procedure likely affected the device's performance and integrity. Patient anatomy and customer maneuvering to reach the intended locations can add more resistance to the device at the moment to actuate the handle. Drag marks observed in the handle cannula indicates that a lot of force was applied to the handle to crush the stone or retract the basket leading to handle cannula detachment. It is most likely that the finger ring could have received tensile and/or compressive force applied parallel to the length of the device. Detachment of the handle cannula assembly can occur when force is applied perpendicular to the finger ring/handle assembly therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to remove a stone. However, the handle cannula was separated from the handle during the attempt. The basket was removed from the patient's duct without difficulty. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be okay.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to remove a stone. However, the handle cannula was separated from the handle during the attempt. The basket was removed from the patient's duct without difficulty. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be okay.